Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room and hospitalized due to hypoglycemia on (B)(6) 2019. The customer blood glucose level was 27 mg/dl and 40 mg/dl. The customer was assisted with troubleshoot for low blood glucose. Customer reports insulin pump system has been in use within 48 hours of reported low blood glucose event. Customer states they treated with food for low blood glucose and intravenous at hospital. Customer alleging possible insulin pump over delivery. Customer reports was not worn during a medical procedure or test around magnetic resonance images. Customer states the drive support cap appears normal. Customer reports programming was accurate. Customer states the blood glucose value from reported event was 122 mg/dl and sensor glucose value from reported event was 345. Customer states sensor glucose reading over 400. Customer states sensor glucose and blood glucose difference was not within target range of glucose difference. Customer states insulin delivery was not suspended due to sensor glucose values. Customer reports they did not receive a sensor error alert. Customer reports they did receive a calibration error. Customer reports they did not receive a change sensor alert. The sensor will be returned for analysis and insulin pump will not be returned for analysis.